Manufacturer narrative:
Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 111287 with the following internal serum/plasma: (B)(6). All test results were valid and performed as expected. Additionally, the manufacturing batch records for lot 111287 were reviewed. This lot met the required release specifications. A review of the complaints reported as (B)(6) related to lot number 111287 showed that the complaint rate is (B)(4). The evidence available does not indicate that the product is performing outside label claims. Abbott diagnostics scarborough, inc. Was unable to determine the exact root cause of the reported issue. The results obtained may possibly be related to the patient sample. The sample may have contained specific substances which may have affected the results. The available evidence suggests that this device lot is performing within labeled claims.

Event description:
A customer reported a (B)(6) antigen (ag) result on a serum sample with the alere determine hiv-1/2 ag/ag combo. Confirmation testing with a chemiluminescent microparticle immunoassay hiv test was (B)(6). The patient was reported as female. Pregnancy status, treatment and patient outcome are unknown. The customer reported that this was a source patient from a needlestick event at a different site/hospital. There is insufficient information to determine if a malfunction occurred. Attempts to gain additional patient information were unsuccessful.